Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: patient age & weight not provided for reporting. Unknown when device malfunctioned. Other UDI: unknown, lot unknown, UDI is unavailable. This report is for unknown quantity of (5) 3.5mm screw cortex unknown lot number. Original implant date is unknown. Device is not expected to be returned for manufacturer review/investigation. Concomitant device reported: 3.5mm lcp plate, 12 holes, 163mm (part # 223.621, lot # unknown, quantity of 1). (B)(6). 510k#: unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient presented to emergency room on (B)(6) 2017 with hardware failure two months status post. Patient complained of postoperative pain and was initially treated for a left humerus fracture with a 3.5mm lcp plate, 3.5mm cortex screws (quantity of 5) and 3.5mm locking screws (quantity of 2). It was noted that an unknown quantity and unknown type of screw had backed out of the bone proximally, causing loss of fixation in the proximal fragment. Patient underwent revision surgery on (B)(6) 2017. All hardware was easily removed. There was no issue with the plate. Patient was revised to a longer plate and screws. Routine intraoperative x-rays were taken. There was no surgical delay. The procedure was completed successfully and the patient was stable. This complaint involves a total of seven unknown screws (2 part datas). Concomitant device reported: 3.5mm lcp plate, 12 holes, 163mm (part # 223.621, lot # unknown, quantity of 1). (B)(4).